Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
A professional customer reported that their arm unit's piston failed to fully lower during a rescue attempt. No patient impact or outcome was reported.